Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
Customer reported a software defect caused the system configuration option, run controls for onboard reagents by kit, to function in correctly for assays requiring a standard sample dilution. The run qc by kit option was selected on the configure reagents-supplies window and control were ordered for the architect csystem assay that uses a standard sample dilution, therefore the quality control results were not generated. These orders are sent to exceptions with error code 0290-unable to process test, no sample diluent available. There was no impact to pt management reported.